Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the implanting physician did not have a ¿probe¿ needed for the implant surgery. It was reported that it was some sort of wire, but the patient did not know if it was missing from a lead kit or if the physician needed a different kit to be brought in for the surgery. It was noted that the implanting physician would be able to provide additional details. No patient symptoms were reported.